Manufacturer narrative:
Correction: b5. If information is provided in the future, a supplemental report will be issued.

Event description:
No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, air was injected into the syringe by aspiration through the sheath. The balloon catheter was replaced. The case was completed with cryo.